Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-02889. It was reported the patient is no longer receiving effective stimulation. The patient is implanted with competitors leads. The patient reportedly suffered a fall recently and 8 of the contacts were damaged. Surgical intervention is planned to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-02889. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the competitor¿s model lead was removed and replaced with a model 3219. The adapters were explanted also. The patient is receiving effective stimulation postoperatively.